Event description:
The pt reported loss of ejaculate several months after a transurethral microwave treatment (tumt) procedure. The physician successfully completed the tumt procedure with a urologix coolwave control unit and ctc advance (3.0-5.0 cm) microwave treatment catheter. No further injuries or complications were reported.

Manufacturer narrative:
The disposable devices were not returned; therefore, no direct device analysis was conducted. The treatment file printout was obtained and the control unit operated properly. The catheter and rtu device history records were reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures and the devices met specifications at the time of release. As no device was returned for analysis and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event. It is noted that loss of ejaculate has been observed during clinical studies with an event rate between 2-10% as listed in current (B) (4) labeling. The labeling also indicates that physicians should inform pts that loss of ejaculate may occur as a result of ctt and thus should be considered by men who may wish to have further offspring.